Manufacturer narrative:
The products associated with the complaint were returned for investigation. The complaint was confirmed during in-house investigation of returned meter with returned strips. Two replicates failed to meet the accuracy criteria. When the returned meter was tested with retain strips, it met specification and no product deficiencies were observed. An impedance curve analysis was performed on returned meter result of 4.8. The impedance curve analysis associated with this case found the curve exhibited a weak slope change. Our CAPA investigation ((B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions (e.g. Low hematocrit, sepsis) can contribute to weak slope change impedance curves. No patient conditions were provided by the customer to determine if these led to the weak slope change observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Further investigation into these issues will be pursued under (B)(4). Upon initial review of this case on 10/10/2014, it was determined that it was not reportable. However, based on the investigation of returned products this case is now considered a reportable event.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014; inratio: 4.8, lab: 8.8. Time between testing was 2 hours. Patient self tester's therapeutic range: 2.0-3.0. Patient self tester was not given vit.k but did have his coumadin dose held. Both results were above the patient's therapeutic range of 2.0-3.0. No adverse event was reported.